Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture and vessel perforation occurred. The 100% stenosed lesion being treated was located in the calcified and severely tortuous right coronary artery (rca). The non-compliant 15x3.00mm quantum apex balloon catheter was advanced to the lesion for pre-dilation and ruptured at 16 atms. It was then noted that a vessel perforation of the rca occurred. The quantum apex device was successfully removed intact from the patient and a non-compliant 3.5x15mm quantum apex balloon was advanced to the lesion. "Long inflation" with the second balloon was performed for treatment of the perforated vessel. No additional patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: blood was visible in the lumen and balloon. The received catheter was placed in a 37 degree circulating water bath for a 24 hour period to loosen the blood and contrast. An inflation device filled with water was used to pressurize the balloon. The balloon would not inflate due to a balloon pinhole located 5mm from the proximal edge of the distal markerband. A thorough inspection of the remainder of the device revealed no other damage or anomalies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. Device (B)(4) relates to component (B)(4). (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture and vessel perforation occurred. The 100% stenosed lesion being treated was located in the calcified and severely tortuous right coronary artery (rca). The non-compliant 15x3.00mm quantum apex balloon catheter was advanced to the lesion for pre-dilation and ruptured at 16 atms. It was then noted that a vessel perforation of the rca occurred. The quantum apex device was successfully removed intact from the patient and a non-compliant 3.5x15mm quantum apex balloon was advanced to the lesion. "Long inflation" with the second balloon was performed for treatment of the perforated vessel. No additional patient complications were reported and the patient's status is good.